Event description:
Needle was sticking out of safety sheath after mechanism was engaged. This caused a staff needle stick after vaccine administration. (B)(6) medical, (B)(6). FDA safety report ID# (B)(4).